Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed need assistance on 8100 sn 12765491 having a check IV error, biomed already tried replacing the upper and lower pressure sensor prior of calling and still having the same issue. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: I assisted biomed on 8100 sn (B)(4) having a check IV error, resolution, replaced ail assembly, and or logic board is possibly faulty. (B)(4).